Manufacturer narrative:
Photographs and the smart card were provided by the customer for evaluation. The kit was not returned. Smart card data confirmed the occurrence of an alarm #7: blood leak? (Cent chamber) alarm after 64ml of whole blood had been processed. Review of the customer provided photographs showed that the drive tube is damaged near the upper bearing stop. The blood leak cannot be confirmed from the photographs. A known cause of a damaged drive tube is when the drive tube is not rotating freely. A material trace of the drive tube assembly and its components used to build lot n112 found no related non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Comp-(B)(4). N.s. 07-mar-2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a drive tube leak during the treatment after 50ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The customer returned the kit, smart card and photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n112 was conducted. There were no non-conformances associated with this lot. This lot met allrelease requirements. A review of kit lot n112 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit, smart card and photographs are still in process. A final report will be filed when the analysis is complete. (B)(4) 10-dec-2024.